Event description:
It was reported that the user experienced recurrent low blood glucose while using the pump, with the lowest value reported at 40 mg/dl, treated with oral glucose, and the user expressed dissatisfaction with reduced control over insulin dosing; the medical device problem and device component were not specified due to insufficient information. Symptoms included hypoglycemia with episodes lasting about an hour and limited warning symptoms. Outcomes included no lasting health consequences and no emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to link the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.